Event description:
A caller reported experiencing a cartridge alarm 30 during the loading process of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the proper loading technique.